Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the flow valve to address the reported issue and returned the defective flow valve to carefusion for failure analysis. Failure analysis: carefusion was unable to duplicate the customer's reported issue during testing and evaluation, however, the flow valve failed the flow valve assembly test procedure for slight non-conformities for delivering lower flow and higher pressures. These slight non-conformities would not result in a failure to of delivering higher tidal volumes. The unit is still in the normal spec of 450 to 550 ml. Further testing found the flow valve passed with in spec of tidal volume measurement. Visual inspection did not reveal any anomalies. Carefusion scrapped the flow valve after failure analysis.

Event description:
It was reported to carefusion that the unit was delivering a higher amount of tidal volume than expected. There was no patient involvement during this event.